Event description:
It was reported that during the implant procedure the atrial lead exhibited intermittent loss of sensing. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal electrical characteristics.